Manufacturer narrative:
(B)(4). Date of initial report : 09/22/2015. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification. The bipolar e6019 footswitch provided with the generator was found to function normally also.

Event description:
The customer reported that the monopolar activated ok, but then it would not turn off when de-activated. The unit was powered off and back on and the pedal would not activate. The unit was powered off and on again and the display screen went haywire and displayed an error message. The unit was pulled out of use.